Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with an lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly.